Event description:
It was reported that when using the bd pyxis¿ es server, the multiple patient orders were lagging and was not crossing over from emr to pyxis. The user also mentioned that it takes a few hours to cross over to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patient order was not crossing over from the emr. A technical support specialist (tss) identified that the issue at the site was a downstream impact related to a broader system. The tss restored normal patient updates within the bd pyxis enterprise server environment, and the issue appeared to be successfully resolved. No further responses were received from the customer following the final update. Given the successful resolution and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.